Event description:
It was reported that the user¿s ilet was not connected overnight due to difficulty connecting a g6 sensor, resulting in elevated blood glucose and a switch to a g7 sensor with assistance to initiate warmup and resume dosing using a fingerstick value of 202 mg/dl. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included a delay to therapy while the system was disconnected. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to not reverting to alternative therapy once ilet is shut off. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.